Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pelvic pain, vaginal bleeding, pain during intercourse, urinary incontinence and frequent urinary tract infections. It was reported that on (B)(6) 2016 and (B)(6) 2018, the patient was noted to have mesh erosion through her vagina. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/4/2020.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.